Event description:
On (B) (6) 2010, a customer reported they had their fs navigator system for approximately three months and they damaged their fs navigator receiver. At the time of the call, customer service placed an order to replace the product. On (B) (6) 2010, the customer was reportedly informed by customer service that the fs navigator receiver was temporally unavailable. On (B) (6) 2010, the customer called customer service to report they have not received their fs navigator receiver yet, and on (B) (6) 2010 they experienced symptoms of hyperglycemia (vomiting and dizziness). The paramedics were called and a blood glucose test was performed (reading was not reported). The customer also reported they were transported to a health care facility where they were diagnosed and treated for severe hyperglycemia with insulin drip. It was further reported that the customer tested with a built-in meter on their insulin pump and this meter (unknown) gave them a "hi" reading, but it is unknown if this issue is associated with the medical event. Adc customer service attempted to contact the customer to clarify if the customer had other methods of testing their blood glucose, but the customer could not be reached. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer was reportedly informed that the supply of the fs navigator receivers was temporarily unavailable. According to label copy freestyle navigator continuous glucose monitoring system is indicated to improve diabetes management and it is not intended to replace traditional blood glucose monitoring. Before adjusting therapy for diabetes management, traditional blood glucose tests must be performed. No further investigation is required. This is the final report. The manufacture date is unknown.